Event description:
Procedure: laparoscopic rectal. Reportedly, during the procedure the tissue was sealed with the device. After the seal was finished the tissue was cut and the user tried to open the jaw but could not. The jaws had to be opened by force. There was no reported injury to the pt.